Event description:
It was reported that the catheter appeared to have an open circuit.

Manufacturer narrative:
Product evaluation: one 5f pacel bipolar pacing catheter, flow directed, was received for evaluation. No anomalies were noted in the catheter body, bifurcation, ring or tip electrodes, or connector pins. The catheter was electrically tested. An open circuit existed between the unmarked pin and the ring electrode. Measured resistance between the " (-) distal" pin and the tip electrode was 1.3 ohms which was within specification. There was no indication of shorted, crossed, or intermittently open circuits. The measured resistance for the tip electrode was within specification; the measured resistance for the ring electrode was out of specification. The catheter was then cut approximately 1" proximal to the ring electrode, the red wire was exposed and stripped on each side of the cut, and the circuits retested. The ring electrode circuit distal to the cut remained open, and the ring electrode circuit proximal to the cut had measured resistance at 1.4 ohms, indicating that electrical non-conformance existed between the cut red wire and the ring electrode. Review of the device history record confirmed this lot met manufacturing requirements prior to shipments. St jude medical has internal corrective measures in place.